Event description:
The customer confirmed the procedure was not prolonged, and/or the patient¿s anesthesia or sedation extended and no medical intervention (i.e. Treatment outside the scope of the procedure) required as a results of the reported problem. The reported problem did not affect the diagnostic or therapeutic outcome of the procedure and no other devices connected to the subject device when the failure occurred. The patient had a small amount of blood on tooth from an unknown source.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial with information inadvertently left out. Additionally, to correct the initial h4. The customer confirmed that lubricant jelly was used during the procedure that could adhere to the tip of the scope or the distal cover. After attaching the distal cover to the scope, the user did confirm that the cover was not damaged. The user did attach the distal cover to the scope and then gently pull or twist the cover to make sure it does not come off. -reconfirmation of complaint failure since the actual product has not been returned, it is not possible to confirm the reconfirmation using the actual product. -operation confirmation since the actual product has not been returned, olympus confirmed the operation by following the pre-use inspection procedure in section 7.3 of the instruction manual using the representative product owned by the hinode factory. As a result, olympus confirmed that the distal cover did not come off from the tip of the endoscope. (Lot used for confirmation: h2311) in addition, using the representative product, it was verified the resistance quality standard that "does not come off from the distal end of the endoscope during use", which is a product standard, and confirmed that the standard was satisfied. (Lot used for confirmation: h2311) -type test during the development stage, quality evaluations were conducted using mass production prototypes, and it was verified that "the endoscope does not come off during use." -supplier investigation the parts supplier performs a sampling inspection on 3 parts for each production lot. After attaching the distal cover, push and pull loads are applied to the distal cover to confirm that there is no damage such as tearing or chipping, displacement of the attachment position, or drop off. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the drop off of the distal cover that occurred at the facility was caused by the following handling by the user. It is possible the event occurred due to the following: -chemicals such as anti-fog agents adhered to the distal cover, causing damage due to chemical attack, making it easy to remove the distal cover from the endoscope. -by pushing the distal cover at an angle when attaching it to the endoscope, the distal cover was damaged and easily detached from the endoscope. -the attachment of the distal cover to the endoscope was insufficient, and the distal cover was easily removed from the endoscope. However, the root cause of the phenomenon could not be specified. The event can be prevented by following the instructions for use which state: "see caution column in 7.3 "do not apply anti-fogging products, olive oil, or products containing petroleum-based substances (e.g., vaseline®) to the distal cover and the endoscope. These products may cause cracks of the distal cover." " push the center on the top of the distal cover. Otherwise, it may cause the break of the portion on the distal cover such as the tear off line." -see warning column in 7.3 "detach the distal cover from the distal end of the endoscope when the distal cover cannot be attached to the endoscope smoothly or any incorrect attaching procedure is noticed. Refer to section 7.5, ¿detach the distal cover¿ for detaching the distal cover. With a new distal cover, repeat step 1 through 4. If the distal cover is not attached properly, it may slip off or fall off the distal end during the examination." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer returned 1 box of 20 new maj-2315 single use distal cover (lot # h1520) to olympus for evaluation, but they did not return the subject device which failed. Each of the maj-2315 single-use distal covers were placed on the distal tip of the video scope, using moderate pressure, while at the same time pressing down on the center section and not at an angle. The single use distal cover attached to the distal end; however, the seam on the top side of distal cover began to separate creating a gap. The caps were gently pulled and twisted on the distal cover to verify that the part did not slip or come off. The customer's complaint was not reproduced. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, a single use distal cover split in half and dropped into patient's mouth and retrieved. The issue was found during a therapeutic endoscopic retrograde cholangiopancreatography (ercp). The device was inspected prior to use. The procedure was completed using the same device. There were no reports of patient harm. This medical device report (MDR) is related to patient identifier (B)(6) (tjf-q190v).